Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the "3dmax had failed" and "had migrated", however, medical records are not available at this time. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of recurrent right inguinal and left inguinal hernia. A bard/davol 3dmax, reference number 0115320, was implanted in the patient's right groin. (B)(6) 2015: the patient underwent an additional surgery because the 3dmax had failed. As reported, during the procedure, the surgeon noted that the previously placed 3dmax "had migrated." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of recurrent right inguinal and left inguinal hernia. A bard/davol 3dmax, reference number 0115320, was implanted in the patient's right groin. (B)(6) 2015: the patient underwent an additional surgery because the 3dmax had failed. As reported, during the procedure, the surgeon noted that the previously placed 3dmax "had migrated." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1). Per operative notes, "the right side had a direct hernia defect of which the contents had already been reduced. The left side had no direct hernia. The hernia sac was reduced into the abdominal cavity and tacked to the abdominal wall. A medium bard 3dmax mesh (device #1) was placed into the abdominal cavity and secured over the hernia defect." (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (device #2 & #3). Per operative notes, "the right side had direct hernia defect of which the contents had already been reduced. The left side had a direct inguinal hernia. The mesh (device #1) on the right had been migrated. The hernia sac was reduced into the abdominal cavity and secured to the abdominal wall. A medium bard 3dmax (device #2) was placed into the abdominal cavity and secured over the hernia defect. The hernia sac on the left side was reduced into the abdominal cavity and a medium bard 3dmax mesh (device #3) was placed into the abdominal cavity, secured over the hernia defect." Attorney alleges that the patient had mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the "3dmax had failed" and "had migrated", however, medical records are not available at this time. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 6 months post implant 3dmax mesh, patient was diagnosed with hernia recurrence and mesh migration thereby underwent repair. "The mesh on the right had been migrated. "The instructions-for-use supplied with the device lists hernia recurrence, pain and migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.